Event description:
The pump will continuously shut off throughout pumping and there is no rhyme or reason. Warranty complaints are on the rise including report of fires on the s1 / s2 charger and minor battery explosion on the s1. And till this day the cause is uncertain because spectra pumps serial numbers are not registered anywhere within the company. Therefore there is no way to keep track of problem pumps. The company are storing the bad returned pumps (150 plus pallet) at a location in (B)(6). They are all wrapped up in black shrink wrap. Company like (B)(6) have also reported numerous problem with the pumps by customers. The company has been in business since 2012. And they have no data. FDA safety report ID# (B)(4).